Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had been sleeping in a position where the battery had been pushing against their body. The patient had significant pain at the ins site when they woke up. It was reported that the battery was pushed up out of the pocket and would need a couple of months to heal. The patient stated that they wanted to take a break from the stimulation and charging. The patient reported that they felt pain when charging the ins and the pain was 100% better when they were not charging the ins. The patient had an appointment with their healthcare provider (hcp) on (B)(6) 2019. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the issue was unknown. The rep adjusted rate and pw from 1000htz/200 to 150htz/300pw. The issue was said to be resolved. No further complications were reported.